Event description:
A remstar pro c-flex+ device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician noted visibly damaged foam that could not be disassembled from the chassis. Additionally, there was the presence of dust/dirt and tobacco contamination. The service center scrapped the device after the evaluation was completed.